Event description:
It was reported that the pt underwent an abdominal aortic aneurysm procedure on 03/03/2000. After the procedure the suture broke and another surgery was performed to correct the suture line. No other info was provided.